Event description:
Pt was treated in december 2003. Pt developed loose skin on chin/neck at about two months post treatment. Most current follow-up in 10/2004: pt had neck and chin lift to correct the loose skin.